Event description:
It was reported a patient underwent a total knee replacement and topical skin adhesive was used. Patient reported infection due adhesive application. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4) - device not returned. Additional information provided: report of adverse events post usage of our product in multiple cases over last few months patients experience oozing post-op (with or without prineo usage) & only some leads infection and is generally treatable. But off late the infection rate & duration is high. Dr thinks prineo makes it difficult to treat they have currently stopped using in tkr to analyze the cause. The surgeons didn't experience any change in manufacturing quality or application. Is product available to return for analysis. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Description of event, symptoms, manifestation of infection. Blisters on prineo post-op name of surgery? Tkr. What was the procedure date? Feb 8. What date /day post op was the infection noted? 10-12 days post-op. Was any prescription strength medication prescribed? Please specify? No. Was the topical steroid prescription strength? Na. Was any surgical intervention performed? Prineo cut open and removed, skin closed with ethilon. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. As per IFU, in knee flex position on dry clean wound. What prep was used prior to, during or after adhesive use? Wound cleaned and dried with betadine prior to application, nothing after was a dressing placed over the incision? If so, what type of cover dressing used? No dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes, allergy report taken as per protocol. Patient demographics: initials / ID, gender, age or date of birth; bmi- not disclosed patient pre-existing medical conditions (ie. Allergies, history of reactions) none has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Product lot of product used? Sgbade. Current patient status. Normal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon feels, in cases where oozing is expected, infection develops on prineo and is taking longer to treat than a closure with suture. Is product available to return for analysis. No. Once applied on patient it cannot be removed easily for return. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Knee, topical, severe, blisters and infection that grows deeper into the tissues. Please provide the onset date/time of infection from the initial surgical procedure. About 10 days post-op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, as per regular practice were cultures performed? If so, please provide the results. No. How much and what type of drainage is present in this wound? Oozing in normal amounts, as expected with tkr procedure. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was returned inside the sterile packaging unopened. Upon visual inspection, the sample was observed conforming according to manufacturing specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain caution: about skin sensitivity the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.